Manufacturer narrative:
Correction information: b4: date of this report; g6: follow up #01. Additional information; h6 continued: international medical device regulators forum (imdrf) adverse event reporting correct h10 text: "device codes: 2303 - computer software problem" should have been "device code: 1112 computer software problem". Component code: 4707 computer software; investigation findings: 3221 no findings available; investigation conclusions: 4315 cause not established. The customer noted several days where they reached out to pentax customer service within their better business bureau (bbb) report filed on 15-jan-2020, numbered 14088694. The dates include 11-jul-2017, 08-aug-2017, and 29-jan-2018. Pentax medical reviewed all service logs for (B)(6) and only identified one matching date from the three dates provided. Based on the service log from 11-jul-2017, their system was updated to version 3.3.1. The other dates provided do not match up as dates on which calls were received or service provided for (B)(6). Additional service actions were documented and provided in a response letter to the bbb dated 07-feb-2020. Pentax made multiple attempts to provide paid onsite services and repairs, after the most recent customer support call on 05-jul-2019, but all attempts were rejected by the customer. Quotes for these services were apparently provided to this customer to help fix these issues but they were rejected. Customer was not covered under any warranty or service agreement that covered this equipment at the time when any of the issues were being reported to pentax, so services were provided through remote technical support. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.

Manufacturer narrative:
Software is installed at the facility. (B)(4).

Event description:
On january 17, 2020, pentax of america, inc. (Hereafter referred to as "pentax") received the complaint from better business bureau serving (B)(6). The reported complaint was that the kay digital stroboscopy(kds) recording software that is provided on the 9310hd computer for recording laryngeal procedures, laryngeal videostroboscopy, and fiberoptic endoscopic evaluation of swallowing will intermittently freeze during the procedures with no system warning during use in the united states involving a hd - digital video capture computer, model 9310hd, serial number unknown. When the software freezes during an in office true vocal fold injection and medialization the physician is unable to view the larynx and where the needle is injecting the vocal fold. When the software freezes during a swallowing examination the clinician is unable to view the pharynx, larynx and upper airway, and may miss an aspiration event. The customer states that there had been repeated notifications, (B)(6) 2017, (B)(6) 2017, and (B)(6) 2018 were listed as dates on contact. No serious injury or death of a patient or user, or delay in the procedure which would require medical intervention was reported by the user. The following was the response provided by pentax's director of quality systems & regulatory compliance on 07-feb-2020. We recognize and take very seriously the significance of the customer complaints and are committed to taking all actions necessary to ensure that our systems follow regulatory requirements, and that our products are safe and effective. We have taken and are continuing to take actions to address customer complaint. Below is the summary of services provided to southwest ohio ent specialists. On (B)(6) 2017 customer system was updated to version (B)(4). On 4/3/2018 it was reported that the kds application on at least one of the 9310hd systems was freezing and crashing. Pentax technician dialed into the system for remote support and attempted to fix the issues by clearing up some transfer errors that were presented along with updating some of the old dll files with newer ones. On 04/13/2018 it was reported that the kds application on one of the 9310hd systems was freezing, service ID (B)(4). It was noted there were potential issues with the hard drives and the pentax technician reconfigured the drive configuration but was unsuccessful at getting the system back online without it freezing. It was recommended to the customer to replace the hard drives at that point due to issues seen during troubleshooting and it was discussed and a resource from the customer's it group would assist with this. On 5/24/2018 and 5/25/2018 it was reported that the kds application from the 9310hd system from service ID (B)(4) was reported to be freezing. Pentax technician dialed in on different occasions to provide remote support for what appears two different systems. On one occasion pentax technician reconfigured the hard drive setup for windows and the second time pentax technician checked for updated firmware appropriate dll files then reconfigured the hard drive setup for windows on the other system. On 11/12/2018 software updates were provided to two of the 9310hd systems to version (B)(4), service ID (B)(4). On 12/06/2018, software updates were provided to older 9310hd systems from service ID (B)(4) to version (B)(4). On 6/11/2019 it was reported that the kds application from the 9310hd system with s/n (B)(4) from service ID (B)(4) was reported to be freezing. Pentax technician dialed in to the system for remote support and cleared an exam that had not transferred over. After that the system was tested and everything was noted to be working fine after that. Most recent calls pentax received on 7/5/2019 referenced a possible issue with the hard drives in the 9310hd system specific to just s/n (B)(4) from service ID (B)(4). During this time pentax was unable to coordinate any follow up repair with the customer as they were unwilling to pay for any parts or services. Pentax made multiple attempts to provide paid onsite services and repairs, but all attempts were rejected by the customer. Quotes for these services were apparently provided to this customer to help fix these issues but they were rejected. Customer was not covered under any warranty or service agreement that covered this equipment at the time when any of the issues were being reported to pentax, so services are provided through remote technical support.